Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to a recalled hip.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. This device is used for treatment. Review of complaint history identified no previous complaints for the part-lot combination for the reported stem. The device was used in an approved and compatible combination. Primary surgery operative notes for procedure performed on (B)(6) 2006 were reviewed. Excellent rotational and immediate press fit stability in 20 degrees of anteversion and neutral varus-valgus was noted. It is noted that the head was malleted onto a dried trunnion. The hip was relocated and noted to be stable through a range of motion. Medical notes of (B)(6) 2006 noted that there was no interval change from previous x-rays. Medical notes for (B)(6) 2006, indicate that minor heterotopic ossification was noted superolaterally. X-rays were stated to look good and it was noted that the interfaces were clean: there was no wear, lysis or loosening. Medical notes of (B)(6)2008 indicate that the motion is suboptimal post left tha and patient was very stiff pre-op. Clinical report notes elevated cobalt and chromium levels. Review of revision operative notes from (B)(6) 2015 states that patient had a zimmer durom acetabular shell, which was recalled. The patient was noted to have grade 3 heterotopic ossification and was undergoing radiation treatment to help prevent re-formation of heterotopic bone. It is stated that the heterotopic ossification was extensive along the superior lateral aspect of the acetabulum more so anterior and extended to the greater trochanter and remains deep to the gluteus minimus and medius. Corrosion sludge was identified at the trunnion. It is stated that the procedure was difficult due to the degree of heterotopic bone, and it took 30% longer. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause for the taper corrosion cannot be determined with the information provided.

Event description:
It is reported a patient was revised due to a recalled hip. It was stated that elevated cobalt and chromium levels were noted. The patient was noted to have grade 3 heterotopic ossification. Corrosion sludge was identified at the trunnion.